Event description:
I have the hologic biozorb marker. I recently went to my doctor regarding pain and large lump in breast after having cancer. Had MRI (magnetic resonance imaging) repeated. He said pain and lump was caused from biozorb marker. I asked if he knew about the recall. He said no. And I asked for it to be removed. He stated if he took it out it could cause more damage than if I just left it in. Said he would research about the recall and call me back. That was in april. The marker I have is f0231 1x3x2. One that is on the recall list.